Manufacturer narrative:
(B)(4). Date sent: 3/19/2024 d4: batch # a9c86f investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dcd instrument was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any continuity issues. Upon functional testing of the device, it activate as intended; no anomalies were noted. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the instrument performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the instrument that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be energized. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 3/1/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.